Manufacturer narrative:
The surgeon reportedly found damage to the screw after it was removed but the hospital discarded the screw so it is not available for evaluation and therefore the cause of the reported damage and the screw not being able to lock into the plate is unknown. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw wouldn't lock into its mating plate during surgery. The screw was removed and replaced with an alternative screw. The surgeon reportedly found damage to the screw after it was removed but the screw was discarded by the hospital. There were no reports of patient impacts associated with this event.